Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a fluid build-up from the administration port connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration ports. The leaks were discovered after filling when the bags were placed in a vertical position prior to sending out to the patient. There was no patient involvement. No additional information is available.